Event description:
It was reported that the customer had an explained high blood glucose but not hospitalized. The customer's blood glucose level was unknown. The customer was advised changing out set and call calling for troubleshooting with any unexplainable blood glucose. She stated that she will an eye on her control, and set changes are going well.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.